Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had start up issues. Review of the system log file could not confirm the malfunction. Upon troubleshooting, fse found that the cause of system starts up issue was due to software problem. The philips engineer reloaded software(ghost). After reloading software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not start up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.